Manufacturer narrative:
Updated fields: b4, e1 (initial reporter name, mail), g3, g6, h2, h3, h6 (investigation findings , investigation conclusion, type of investigation), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse was unable to duplicate the error reported by customer.

Event description:
Na.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use cs300 intra-aortic balloon pump (iabp) fiber optic cable sensor not working . There was no patient harm or injury reported.